Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received stating that the cause of the subarachnoid hemorrhage (sah) was not determined.

Event description:
Medtronic received a report that a patient who had been treated with a 4/40 solitaire stent retriever passed away 9 days after the procedure. It was reported that subarachnoid hemorrhage occurred during cerebral thrombectomy. Upon occurrence of the subarachnoid hemorrhage, treatment was performed with ventricular drainage. At the final confirmation after thrombus removal, a foreign body was observed intracranially on CT and fluoroscopic images. However, the foreign body was not observed on CT or fluoroscopic images taken immediately afterwards. Approximately 1 week later, the treated vessel became re-occluded. Conservative treatment with anticoagulants was administered for the re-occluded vessel. The patient died of heart failure on (B)(6) 2025, during hospitalization. According to the physician, it was determined that there was no causal relationship with the neurovascular treatment. The patient was undergoing treatment for a an occlusion in the middle cerebral artery. The stenosis was 100%, and there was no calcification. The approach site was the femoral artery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.